Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 9 years due to aortic stenosis. Per the op report, this patient is morbidly obese who developed prosthetic valve stenosis; therefore, redo-aortic valve replacement was performed. The patient's obesity was noted to have complicated the treatment. A new edwards bioprosthetic valve was implanted and the patient came off bypass well. The patient was returned to the ICU in stable condition.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be investigated. In this case, there is insufficient information to conclusively determine the root cause for the reported aortic stenosis. No further actions are possible with the available information.